Event description:
A nurse reported that, following insertion, a thin black line was noted perpendicular to the fold line on the intraocular lens (iol). The incision was enlarged to accomodate removal of the lens.